Manufacturer narrative:
Zoll medical corp has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a female pt, the device was unable to capture the pt's heart rhythm. Complainant indicated that the clinician increased pacer output and captured the pt's heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.